Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not respond and did not pass the touchscreen test. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical dept. For an unspecified reason. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There was unk patient involvement, unk reports of adverse patient events, and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond and the device did not pass the touchscreen test. No add'l info was provided.